Event description:
Caller reported a malfunction on the pump, identified by the malfunction code "malf 0" which was resettable. There was no reported adverse impact to the customer. The malfunction code did not recur after the technical support team assisted the caller in resetting the pump. Customer was advised to call back if the malfunction recurred and was permitted to continue using the pump.